Event description:
The customer states that one patient has generated false positive prism chagas results on two separate samples. On (B)(6) 2011, prism chagas positive results of 12.86 s/co (serum) and 13.51 s/co (plasma) were generated. This sample generated negative chagas results with three other platforms. Pcr testing was negative. This patient generated negative prism chagas results in (B)(6) 2010. On (B)(6) 2011, this same patient generated a positive prism chagas result of 12.17 s/co with a second serum sample. This second sample tested negative on the same three alternate platforms as the month before. There is no impact to patient management reported.

Manufacturer narrative:
The customer returned one sample from the patient in question. The returned patient sample was tested per the prism chagas package insert. Since the reagent lots documented in the complaint had expired and the issue was not lot specific, approved reagent lot 03282m500 was used for the assay. The initial and retest results of the sample reproduced the positive results observed by the customer. Since there is no approved confirmatory test method for chagas, no further evaluation of the sample could be performed. To evaluate clinical specificity a review of field data reported to our prism metrics database from customers using the prism chagas assay was completed. For this review the field data for reagent lots 89135m500 and 94830m500 were reviewed. Reagent lot 89135m500 has the same components as lot 90394m500 and reagent lot 94830m500 has the same active components as lot 96623m500. For reagent lot 89135m500, (B)(4). Complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott prism chagas assay package insert, commodity 34-6086/r03, contains information to address the customer's current issue. The current investigation determined that the abbott prism chagas assay is performing as intended and meeting its safety, effectiveness and label claims. A product deficiency was not identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). Other concomitant medical device: prism chagas(row) ln:7k35-48 lot#:96623m500.